Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, obtuse marginal 1 branch. No resistance was felt during advancement of the hi torque pilot 200 guide wire in the vessel; however, during positioning, the guide wire tip became caught in calcium. During retraction of the guide wire the tip separated and was still in the calcium. Attempts to retrieve the guide wire tip were unsuccessful; therefore, the guide wire tip was embedded to the vessel wall with the placement of one of the planned stents. The procedure continued on successfully. No adverse patient effects or clinically significant delay in the procedure were reported. The final patient outcome was satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it is being retained at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the tip of the guide wire became stuck in the calcium, such that any attempt to retract the device in this entrapped state would have resulted in tensile or torsional loads beyond its design limits causing the guide wire to detach. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).